Event description:
Reported by the complainant as follows... Flexiseal has 2 ports. One for inflation of balloon, and one for irrigation. Incident occurred where balloon became over inflated (150ml instead of recommended 45ml) which was noted upon removal of catheter. Catheter was insitu for 1 week. Twelve hours after catheter removal the pt had a large pr bleed resulting in hemodynamic instability requiring vasoactive drug treatment, transfusion of 5u pack cells for hb drop to 48, and endoscopy revealed 2 large eroded ulcerations actively bleeding, requiring adrenaline injection to control. The pt also required central venous catheter and pulmonary artery catheter insertion.

Manufacturer narrative:
Reported to the FDA on june 17, 2009.